Event description:
It was reported during a case, the blade would cut and coag some at first but the coag completely stopped working. Different blades were tried, but the same problem happened. The cut worked. There was no pt impact.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints rec'd by the MFR for the time period 08/15/2010 through 08/15/2012. The pulsar generator was rec'd in poor condition with minor surface imperfections. The unit delivered energy correctly into the fixed resistors. It was found the monopolar harness wire was not crimped securely and formed an intermittent connection. The unit was repaired and applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.